Manufacturer narrative:
(B)(4). Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows part of a syringe barrel which appears to have a crack in the barrel between the 20 -30 ml gradients. Based on the photo provided it appears that the syringe barrel was struck by a sharp hard surface starting at approximately the 20 ml gradient which moved down the barrel to the 30 ml gradient. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of barrel cracked for lot #9035615 item #309680. A device history record (DHR) review was performed on the columbus batches associated with the nogales batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the photo provided it appears that the syringe barrel was struck by a sharp hard surface starting at approximately the 20 ml gradient which moved down the barrel to the 30 ml gradient. Rationale: based on the investigation conclusion bd acknowledges that the sample in the photo provided by the customer has a crack in the barrel between the 20ml and 20ml gradient markings. As this one (1) occurrence would not exceed the acceptable quality level (aql) of ¿improperly molded components ¿ defects affecting function = 0.65% aql¿ for the batch no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience pak was cracked. The following information was provided by the initial reporter: material no: 309680; batch no: 9035615. It was reported that the syringe was cracked. Details of complaint (reported issue): cracked.